Event description:
User called indicating he had roll over incident. He said he was going off a curb and was distracted by a car turning the corner and may have taken the curb too quickly, without proper attention, resulting in the tip over. The tip over resulted in 7 stitches.

Manufacturer narrative:
Mobius mobility interviewed the user and retrieved the event/alarm data and black-box data from the device. These data confirm the device entered 4-wheel mode from standard mode on (B)(6) 2024 at 10:30:38. After driving forward on rough terrain (slight oscillation of device and cluster angles) for approx. 10 seconds, the device descended a step or curb. The device then pitched forward, lost wheel traction, and rolled to the side. The device recorded a seat brake slip and powerbase alert indicating a controller failure condition due to exceeding its roll limit. The device was subsequently power cycled and recovered with no other relevant information present in the data logs. There is no indication of device malfunction. The likely cause is that the user did not properly align with the curb compounded by too much speed. User manual page 94: "approach obstacles straight on at slow, steady speed."